Manufacturer narrative:
(B)(4). Evaluation summary attached: customer complaint of regurgitation could be confirmed given how the valve was received. As received, the leaflets exhibited characteristic markings which indicate sutures were looped around commissure 2. Suture track and permanent indentations were present on the free margins of leaflets 1 and 2 at commissure 2. These indentations were most likely left by sutures that were tied tightly down and against commissure 2, thus leading to a gap at the coaptation region. The free margins of leaflets 2 and 3 were also pushed towards leaflet 2 at commissure 3, no apparent suture track was observed on the leaflets. Indentations were also observed on leaflet 3 at commissure 3. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: the evaluation results indicate suture loop as the cause of failure. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
As reported, a 6900p29 was explanted after an implant duration of 3 days due to a regurgitation. The customer reported the following: the mitral native valve was replaced due to severe mitral stenosis. The operation has been done without any problem (mvr). After the chest closure cardiac echo was not performed, because the echo machine was not available. 3 days after the operation the patient had chest discomfort and dyspnoea. The urgent cardiac echo showed severe central jet with valve regurgitation at perimount mitral valve. The surgeon decided to re-operate the patient and change the previous implanted perimount mitral valve. As per new information received the cause of the severe central leak was unknown, there was not suture loop. The valve was explanted and another valve was implanted. The patient left the hospital in a good condition. On (B)(6) 2013 the distributor confirmed the or (operative report) is not available due to patient confidentiality. On (B)(6) 2013 the distributor confirmed no problem during procedure, the team did not observe any non-conformity with the valve before implant. The replacement valve was 29mm. There was no under or oversizing valve by the surgeon.